Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Porous polyethylene sheet with ti mesh was implanted and noted at a later date that the plate was not positioned well. The surgeon removed the plate and discovered that the polyethylene had delaminated from the undersurface of the titanium mesh, which made retrieval extremely difficult.